Event description:
The customer's husband reported via phone call that the insulin pump was delivering insulin even when it was suspended. Customer's blood glucose was low for three days. Her blood glucose level was 46 mg/dl. The customer's husband declined troubleshooting. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.